Manufacturer narrative:
The boston scientific technical services department advised that the device should be replaced within 3 months of eri declaration. Current records suggest that this device remains in service at this time. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to an extended charge time of 22.5 seconds, while at a battery monitoring voltage of 2.54 v. No adverse patient effects have been reported in this event.